Manufacturer narrative:
Model #: unknown since serial number was not provided. Catalog #: unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. If implanted, give date: (B)(6) 2014; an exact date was not provided. If explanted, give date: not applicable. To date, there is no indication of a lens explant. Manufacturing date: unknown since serial number was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient had the symfony lens implanted in (B)(6) 2014, and is complaining about halos/glares with night driving which irritates her. The patient had hoped that she would not need glasses anymore and stated that since the operation, she needs glasses for both reading and driving. No further information was provided. This report pertains to the patient's right eye (od). A separate report is being submitted for the patient's left eye (os).

Manufacturer narrative:
Product evaluation: a product evaluation/investigation was not performed as no product was returned. Manufacturing record review: a product manufacturing record review could not be performed as serial number of the lens was not provided/known. Labeling review: the directions for use (dfu) for the tecnis symfony lens was reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lens. No product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.